Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-04812. User facility medwatch received states the patient was having a problem with the charging their backup controller. The patient stated that it did not fit into the mobile power unit (mpu). Upon assessment of the backup controller, the pins looked normal. Upon assessment of mpu, there appeared to be a pin broken off and stuck into a connection. Upon inspection of the primary controller, there was a pin broken off. Primary controller was changed in the clinic. Mpu was also taken out of service and replaced.

Manufacturer narrative:
Main investigation conclusion. The reported event of the system controller having a damaged pin was not confirmed. The system controller (serial number (B)(6) ) was not returned for analysis, and the reported damage was unable to be observed as a result. The root cause of the reported damage was unable to be determined through this analysis. The heartmate ii patient handbook, rev. G, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controller, and to replace any devices that appear damaged or worn. The heartmate ii patient handbook, rev. G, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 25aug2016. No further information was provided. The manufacturer is closing the file on this event.